Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrated out') and pelvic pain ('chronic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), vaginal prolapse ("I have vaginal prolapse"), hypotension ("my bp was dangerously low as well.") And dyspnoea ("I even stopped breathing few times"), underwent rectocele repair ("rectocele") and cystocele repair ("cystocele") and was found to have blood glucose decreased ("low blood sugar"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pelvic pain, rectocele repair, cystocele repair, anxiety, blood glucose decreased, hypotension and dyspnoea outcome was unknown. The reporter considered anxiety, blood glucose decreased, cystocele repair, device dislocation, dyspnoea, hypotension, pelvic pain, rectocele repair and vaginal prolapse to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : anxiety, blood glucose decreased, cystocele, device dislocation, pelvic pain and rectocele , hypotension , difficulty breathing and vaginal prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrated out') and pelvic pain ('chronic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), vaginal prolapse ("I have vaginal prolapse"), hypotension ("my bp was dangerously low as well.") And dyspnoea ("I even stopped breathing few times"), underwent rectocele repair ("rectocele") and cystocele repair ("cystocele") and was found to have blood glucose decreased ("low blood sugar"). The patient was treated with surgery (hysterectomy and vaginal rejuv planned). Essure was removed. At the time of the report, the device dislocation, pelvic pain, rectocele repair, cystocele repair, anxiety, blood glucose decreased, hypotension and dyspnoea outcome was unknown. The reporter considered anxiety, blood glucose decreased, cystocele repair, device dislocation, dyspnoea, hypotension, pelvic pain, rectocele repair and vaginal prolapse to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : anxiety, blood glucose decreased, cystocele, device dislocation, pelvic pain and rectocele , hypotension , difficulty breathing and vaginal prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: as per the mail communication this case was duplicate of case (B)(4). All the information has been transferred form deletion case to this case.legacy device report number 2951250-2020-04879 from deletion case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrated out') and pelvic pain ('chronic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), vaginal prolapse ("I have vaginal prolapse"), hypotension ("my bp was dangerously low as well.") And dyspnoea ("I even stopped breathing few times"), underwent rectocele repair ("rectocele") and cystocele repair ("cystocele") and was found to have blood glucose decreased ("low blood sugar"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pelvic pain, rectocele repair, cystocele repair, anxiety, blood glucose decreased, hypotension and dyspnoea outcome was unknown. The reporter considered anxiety, blood glucose decreased, cystocele repair, device dislocation, dyspnoea, hypotension, pelvic pain, rectocele repair and vaginal prolapse to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: anxiety, blood glucose decreased, cystocele, device dislocation, pelvic pain and rectocele, hypotension , difficulty breathing and vaginal prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.